Event description:
It was reported that during implant, when the lead was connected to the new device, low threshold was observed. When the lead was tested with the system analyzer the threshold measurement was normal. The device was not implanted. Measurements were normal with the replacement device.